Manufacturer narrative:
(B)(4). The customer report of a leak from the transfer set tubing was confirmed. However, the root cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) had leakage from the tubing of a uv flash transfer set. This occurred during peritoneal dialysis (pd) therapy. Two days later, the patient experienced peritonitis due to the leakage in the transfer set. On the same day as the diagnosis, the patient was hospitalized for peritonitis. However, the treatment was not reported. Two weeks later, the patient recovered from peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device was performed and confirmed the presence of a cut/hole in the tubing. Leak testing was performed and also verified the cut/hole in silicone tubing. A clear passage test and clamp function test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a physician. It was reported that the patient experienced peritonitis that was manifested by peritoneal cloudy effluent. On the day of the onset of peritonitis, the peritoneal dialysis (pd) catheter was changed. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.